Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2022 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 05-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient think they maybe pulled out the leads. The patient mentioned they lifted heavy stuff and might be the cause that the leads "came out". The patient stated they were in extremely pain and felt like it was on fire. The patient would like to check on the handset if there was a way to check if the leads were still in tuck. The patient stated they were in group a , therapy was on, got 4.2 and the rest was 3.0 for the programs. Agent reviewed handset function. Patient said their hcp migrated and they couldn't do anything with their ins. The patient was redirected to their healthcare provider to further address the issue.